Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the glass cap exhibits mild detritus adhesion. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 66,046 joules of use and 18.24 minutes, "damaged fiber tip" was noted. The fiber was exchanged and the case was completed by utilizing a second fiber at 423,206 joules of usage. Patient outcome "fine" reported. No injury to the patient was reported.